Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was pulled for removal, no suture was present. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation found that the returned device did not match the reported event. Reportedly, a cuff miss occurred; however, the returned device had not been deployed. The returned device did have blood present on the components indicating patient contact. However, no deployment of the components had taken place. The plunger was in the pre-deployed position, the knot was still intact and there was no slack in the link material indicating the lever and foot had not been deployed. The posterior needle tip was dislodged from the posterior needle shank. Inspection of the posterior needle confirmed adhesive was present in the needle shank. The needle tip and needle were undamaged. It could not be determined how the posterior needle tip became dislodged from the posterior needle. The device was tested by the deploying the lever/foot combination and plunger needles set. All functions operated as designed with the lever and foot fully deploying and both needles entering their respective foot pocket. The anterior cuff was captured by the anterior needle and posterior cuff was ejected from the posterior foot by the deployment of the posterior needle mandrel. No product malfunction was detected. No manufacturing or product quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Based on the investigation findings, a cause could not be determined that would contribute to the reported cuff miss experience.